Event description:
(B)(4). Continual pain and cramping at the site of coils starting just after insertion and continuing to the present day. Hot flashes for 3 months after insertion. Heavy bleeding with periods. Bloating. Continual tenderness.